Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that he was getting an error message on his vns therapy programming handheld while trying to communicate with a pulse generator. Troubleshooting via a hard reset was unsuccessful in resolving the event. Product was subsequently returned to manufacturer for product analysis. An analysis was performed on the handheld, and no anomalies that support the reported complaint were identified. As a result no likely cause for the reported condition could be determined. During the visual analysis a broken solder connection that attaches a screw mount to the hhd pcb was identified. Although the screw mount serves only a mechanical function, it can have an electrical impact on the device because when properly attached, it ensures a good electrical connection is maintained between the main battery and the pcb. No anomalies associated with the performance of the handheld device were identified during testing.